Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature, before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose of over 400 mg/dl. With high ketones, that were identified as life threatening. The customer attempted to self-treat with a bolus via pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer was storing insulin in the fridge. Cold insulin is considered off label insulin use, per the tandem user guide.